Manufacturer narrative:
To date, the attempted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead revealed that the insulation sleeve was bunched up 229 and 232mm from the terminal pin. The clear medical adhesive was torn/separated at the proximal end of the distal spring electrode and the distal spring was stretched at this point. The proximal end of the distal spring electrode was separated from the lead body insulation, medical adhesive was noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis confirmed that the lead was not fractured.

Event description:
Boston scientific received information that during the implant procedure; this right ventricular defibrillation lead exhibited impedances greater than 2,500 ohms and high thresholds. The lead was repositioned multiple times and adequate sensing was observed; however, the impedances and thresholds were always out of range. The helix mechanism was evaluated and working properly; however, tissue was noted within the helix. The decision was made to remove and replace the lead. The new lead was successfully positioned with adequate measurements. The attempted lead was returned for analysis. No adverse patient effects were reported.